Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The target lesion was located in an ostial saphenous vein graft. A taxus express2 2.75x20mm drug eluting stent was advanced to the lesion and then removed, undeployed. A 2.5x12mm maverick balloon, inflated twice to 8 and 10 atms for 44 and 48 seconds, was used to predilate the lesion. The 2.75x20mm taxus stent was reinserted; however, the device was unable to be optimally positioned. The device was removed, however, the stent was not on the balloon. The stent had dislodged in the proximal portion of the vein graft. A 2.5x20mm maverick balloon was inserted and inflated followed by another manufacturer's 1.5x15mm balloon. Next a 2.75x16mm taxus express2 stent was inserted but not deployed and was removed. A 3.0x20mm maverick balloon was inserted and inflated. The 2.75x16mm taxus express2 stent was reinserted and deployed at 12 atms for 55 seconds, crushing the dislodged stent in the vessel wall of the vein graft. The physician continued by placing a new 2.75x20 taxus express2 stent and the procedure was completed. The pt received heparin, inapsine, verapamil, morphine and plavix during the procedure. No further pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.